Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced urethral erosion, incontinence, mesh erosion, vaginal scarring, bladder pain, urethral pain, dyspareunia, leg pain, abdominal pain, and pelvic pain. All other information is unknown and unavailable.